Manufacturer narrative:
Due to characterization; limit e1 event site name: (B)(6) hospital, (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by fse that during staff in services cardiosave intra aortic balloon pump (iabp) monitor malfunctioned by displaying lines. There is no patient involvement.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 at this time the customer does not want the unit repaired. It is a cosmetic issue and does not interfere with the proper operation of the machine.

Event description:
N/a.